Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 256 and 176 mg/dl. Tests were done within 10 minutes. Control solution test was wtihin range. Patient did not experience any adverse events. No further information has been reported.